Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer experienced issue with questionable results for intact human chorionic gonadotropin + the b-subunit (hcg+b) for qc material and patient samples over several days. On (B)(6) 2015, a high result of 23 iu/l was received for one sample. The sample was retested and the result was <0.001 iu/l. This patient was a 16 year old female. Afterward, all samples tested for hcg+b were retested and the results for six additional patient samples were discrepant. Patient 2 was originally tested on (B)(6) 2015. The initial result was 202.0 iu/l. The repeat result on (B)(6) 2015 was <0.100 iu/l with a data flag. The following samples had the initial and repeat testing performed on (B)(6) 2015. Patient 3 initial result was 49.19 iu/l. The repeat result was <0.100 iu/l with a data flag. Patient 4 initial result was 8.43 iu/l. The repeat result was <0.100 iu/l with a data flag. Patient 5 initial result was 101.7 iu/l. The repeat result was <0.100 iu/l with a data flag. Patient 6 initial result was 13.77 iu/l. The repeat result was <0.100 iu/l with a data flag. Patient 7 initial result was 202.6 iu/l. The repeat result was 73.43 iu/l with a data flag. All of the results were reported outside of the laboratory. The patients were not adversely affected. Two packs of the reagent were in use on the analyzer at the time of the event. The reagent lot number was 1854300. The expiration date was requested, but was not provided. It was noted the qc had failed or was not tested on several days. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. An issue with the reagent kits was suspected due to the issue with qc results.